Event description:
Reportedly, pt had the clip alarm on when they stood up from the chair and started walking. The alarm reportedly did not sound when the clip was removed from the alarm. The pt subsequently fell and broke their hip.